Event description:
It was reported during the implant procedure that the physician was not able to pass the lead into the ventricle. Further inspection revealed the lead was kinked near the connector pin. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all conductors distorted. The visual inspection revealed that the outer insulation was breached/cut.